Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in a bifurcation in the diagonal branch of the left anterior descending (lad) artery. The 014 ht versaturn guidewire was advanced and an unspecified stent was implanted; however, the guide wire became jailed. The guide wire was attempted to be removed; however, was noted to be stretched. A balloon was advanced on the guide wire up to the stent. The guide wire and the balloon were then removed as a single unit. The guide wire was able to be completely removed from the patient. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.